Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h10: additional narrative. Zimvie received one (1) t3st3215, (t3® pro non-platform switched tapered implant 3.25mm (d) x 15mm (l) for evaluation. Visual evaluation was performed; the implant has signs of use with debris on its external threads. There was no damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number 2120014104. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120014104 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: medical: bone loss and dental: medical: other¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning and patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. Bone loss is a medical condition and is non-verifiable with all available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for bone loss related problems have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. Furthermore, the probability of manufacturing or design defects that might lead to bone loss escaping the available detections is remote and almost nonexistent. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that the implant at tooth site #10 was removed due to bone loss. (B)(6) 2025 #10 12mm probing depths on the distal & 10mm probing depth on the mesial. There is evidence of bone loss along the axial surface of the implant. Integrated implant at site #10 with vertical bone loss. (B)(6) 2025 #10 healing abutment was removed. Implant was removed using reverse torque. A full thickness flap was reflected. There was 6mm dehiscence of buccal bone noted. All other bony walls remained intact. The osteotomy was debrided of all soft tissue down to healthy bone. Co/caxa regeneross bone mixed with prf exudate was used to graft the osteotomy & buccal defect. A prf was placed over the site. Soft tissue were re approximated using 3-0 gut suture. Was the procedure completed using another implant or another device: no, only grafting was completed. Patient will return for implant placement. Additional appointment required: yes, only grafting was completed. Patient will return for implant placement.

Event description:
It was reported that the implant at tooth site #10 was removed due to bone loss. A full thickness flap was reflected. There was 6mm dehiscence of buccal bone noted. All other bony walls remained intact. The osteotomy was debrided of all soft tissue down to healthy bone.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: patient sex unknown / not provided. A4: weight unknown / not provided. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.